Event description:
It was reported that stent damage occured. The target lesion was located in the proximal right common iliac artery. A 7.0 x 60 x 135 cm express ld iliac / biliary stent was advanced; however, resistance was encountered and it would not advanced to the lesion. The physician pulled the stent out and it was noted that the disal end of the stent was crimped or razed. Another 7.0 x 60 x 135 cm express ld iliac / biliary stent was advanced and completed the procedure. No patient complications were reported and the patient's status was fine.